Event description:
It was reported, the patient had 4 revisions in 2013 because, they feel their health care provider (hcp) does not know what they are doing. The patient¿s 4th revision was because, the patient¿s anchors/leads had to be redone. No outcome was provided however, additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3 7754, serial# (B)(4); product type recharger. (B)(4).